Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: "when deploying PICC in a patient while performing catheter salinization, a perforated site was found which was leaking serum. There fore, a new PICC for deployment is required."

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. User facility and patient condition is unknown and it is documented that this information is confidential.

Event description:
Complaint description: "when deploying PICC in a patient while performing catheter salinization, a perforated site was found which was leaking serum. There fore, a new PICC for deployment is required."